Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the xience sierra, everolimus eluting coronary stent system (eecss), electronic instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other xience sierra stent is filed under a separate medwatch report number.

Event description:
It was reported that on (B)(6) 2019 the patient presented with st elevated myocardial infarction (stemi), two (3.25x15mm, 3.50x08mm) xience sierra stents were implanted. On (B)(6) 2020 the patient was re-hospitalized with thrombosis. Percutaneous transluminal angioplasty was performed. The final patient outcome is unknown. No additional information was provided.